Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that the wires of the large suturecut needle driver instrument were frayed at tip. There was no reported injury.